Manufacturer narrative:
(B)(4). The service engineer (se) inspected the device and found the alternate current (ac) power cable not connected. The se reconnected the cable, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, during setup of the device, the battery in a 980 ventilator was not charging. The ventilator was not in use on a patient at the time of the reported event